Event description:
Boston scientific received information that one day post implant the right ventricular (rv) lead pacing thresholds had increased to 6 v, and impedance decreased by 400 ohms. There was concern over a micro dislodgement or a micro perforation, however neither issue was able to be confirmed. The lead was successfully revised to a positioned that yielded good measurements and pacing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.